Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision procedure with mentor siltex contour profile high 550cc saline breast prostheses developed baker grade IV capsular contracture in both of her breasts post implantation. Bilateral capsular contracture was diagnosed during an office visit. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.